Event description:
It was later reported patient was absolutely getting 50% or greater symptom reduction. The patient had a complete replacement of both lead and neurostimulator and pocket revision. The patient was doing great with the new system with significant symptom improvement.

Manufacturer narrative:
Final analysis of the (neurostimulator) (B)(4) revealed no anomaly found.

Event description:
It was reported that the higher the stimulation from the patient's implantable neurostimulator (ins) was the more ¿intensely¿ they felt it (¿can be too strong/painful¿). The patient stated that after the ins was implanted on (B)(6), they had pain in the vaginal and rectal areas. The patient was ¿playing with the device¿ and switched from program 3 to 4 and that the stimulation was higher on program 4 (at 1.4). They had pain in ¿my crotch, in my butt cheeks and kind of between my legs¿. The patient decreased the stimulation to 0.8 which helped the pain in their ¿crotch¿ but that they still had tolerable pain in their butt cheeks and legs. It was also reported that on wednesday of last week (at 10 to 10:30) they were doing laundry and got a horrible pain in the middle of their back that spread down to their entire butt as the day went on. The patient also had painful tremors mainly in their left leg/feet but further described as starting in the middle of their butt cheek and went down their leg (and also in the right leg). It was noted that they had 13 tremors on saturday dec 6, and still had tremors on sunday with the device off so they decided to turn the device back on. The patient did stated that they picked up their daughter on wed morning (the day the issue started) and did not know if this could have triggered the issue. It was also reported that the patient did not get any post-op instructions. The patient had not gotten any response from their healthcare professional (hcp) but subsequent information that their physician had reached out to the manufacturer's representative to assist with the patient's problems. Additional information received on (B)(4) 2015 indicated that patient felt pain shooting down from her left buttock to her left knee. It was indicated that neurostimulator ins was on the left side and patient felt pain all the time but it intermittently gotten worse. It was reported that the problem started about 10 days after implant. The patient reported it was a sudden problem. There was no fall or trauma reported. The manufacturer representative stated that the pain starts below the ins pocket as if the lead migrated. It was noted that an x-ray would be done to see if lead moved. It was indicated that the impedance are normal and they may do a revision. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0jvrl, implanted: (B)(6) 2014, product type: lead. (B)(4).